Event description:
Customer reported false negative crossmatch compatibility result on two cap proficiency samples using mts igg gel cards on the provue. Review of log files indicated that customer switched samples (used donor serum and cap cells instead of the donor cells and cap serum).

Manufacturer narrative:
Daily qc were acceptable. No evidence of hemolysis, lipemia or turbidity with the cap samples. Upon a review of the crossmatch report and the log files, it was determined that the error was due to the operator switching the cap cells and the cap serum during programing the batch run on the provue. The root cause in this event was due to an operator error. There was no risk present at the time of the incident. There was no harm to any patient.